Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Cpi physician's manual lists erosion as an adverse effect of the ipg.